Event description:
Boston scientific received information that this right atrial (ra) lead threshold measurements had dramatically increased. An x-ray was performed, however, the ra lead was observed to be in place at that time. The ra lead was later confirmed to have dislodged. An invasive revision procedure was performed. During this procedure, the lead was damaged with the stylet. As a result, the lead was successfully removed and replaced. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned with the stylet inserted. A thorough evaluation of the lead was performed. A cut was observed in the lead at 245 - 250 mm from the terminal pin. Additionally, conductor coils were deformed at 159 and 168 mm from the terminal pin. Electrically, the lead was found to be within specification. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement and increased threshold measurements.